Event description:
I was tested for covid-19 after exposure and my test came up faults however I ended up having more health problems by worsening symptoms bronchitis, headaches, high fevers, nasal congestion dizziness. Diagnosis treatment notes (B)(6) 2022 respiratory infection (ICD-10 - j98.8) (B)(6) 2022 encounter for laboratory testing for covid-19 virus (ICD-10 - z20.822) negative poc covid and flu and strep. Discussed possible covid-19 infection, criteria, and testing. Encouraged to take precautions to prevent spread. Recommended otc medications for symptom relief. Increase rest and fluids. Fu if not improving. Plan of treatment, treatment notes, assessment notes, encounter for laboratory testing for covid-19 virus negative poc covid and flu and strep. Discussed possible covid-19 infection, criteria, and testing. Encouraged to take precautions to prevent spread. Recommended otc medications for symptom relief. Increase rest and fluids. Fu if not improving. FDA safety report ID# (B)(4).